Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced recurring nighttime hypoglycemia, with the most recent episode reaching 39 mg/dl. The user treated with orange juice and a waffle. The ilet did alert for the low. The agent educated the patient on the 15x15 treatment method. The user stated they would follow up with their trainer and doctor directly. Blood glucose was 93 mg/dl and trending upward at the end of the call. No external assistance or medical intervention occurred.